Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis revealed that a magnet application was detected by the device on (B)(6) 2018 at 8:27 am. As a result a message box was shown on the programmer screen at first interrogation on (B)(6) 2019, informing about the magnet application on (B)(6) and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button - yes. The data documented that, subsequently, the anti-tachycardia therapy functions were manually activated. There was no indication of a device malfunction.

Event description:
Upon interrogation (1st interrogation shown on printout), therapy was disabled. Patient last transmitted on home monitoring on (B)(6) 2019. At that time therapy was enabled and no alerts for therapy disabled. Patient had surgery in (B)(6) 2018 and (B)(6) 2019, but transmitted after that. Device remains implanted.